Manufacturer narrative:
(B)(4). Device is a combination product. The stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks throughout the device. There were stent struts at the distal end of the stent that were crushed. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 24 x 2.50 promus premier and #10244 drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.